Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, capture thresholds were observed following recent device implant. Programming changes were made. Lead remains implanted.